Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed due to the video connector was damaged, however connection was possible. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the visera elite video system center had a failure of the host endoscope bayonet. The issue was found during preparation for a diagnostic cholangioscopy procedure, which was completed using a similar device without delay. There were no reports of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was no image due to a faulty scope socket. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to video connector failure. Olympus will continue to monitor field performance for this device.